Event description:
A lead revision was performed due to high impedance, increased capture threshold, and low r wave sensing. The lead was explanted and replaced and the patient was in stable condition following the procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 43.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(6).